Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))") and pregnancy with contraceptive device ("pregnancy (termination)") in a 37-year-old female patient who had essure (batch no. B63035-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. Previously administered products included for birth control: nuvaring. Concurrent conditions included hypertension since 2015, anxiety since 2008, asthma, depression since 2008, irregular menstrual cycle and emotional problems. Concomitant products included bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), citalopram from 2016 to 2018, lisinopril since 2015 and metoprolol since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In august 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 months 23 days after insertion of essure. The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation and pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure insertion date as(B)(6) 2014 and removal date as (B)(6) 2014. Thickened endometrial tissue - unable to visualize right ostia. Patient had hysteroscopic sterilization performed in 2 stages, one tube successfully cannulated (B)(6). Her last menstrual period was (B)(6) . The right cornua had 4 visible coils. 2 coils on left and 2 coils on right side. Plaintiff claimed another pregnancy on essure device in (B)(6)2014. New case will be created for the same. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2014: 9 week 3 day intrauterine pregnancy is noted.. Most recent follow-up information incorporated above includes: on(B)(6) 2019: update of information (batch is invalid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))") and pregnancy with contraceptive device ("pregnancy (termination)") in a 37-year-old female patient who had essure (batch no. B63035-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, multigravida and parity 1. Previously administered products included for birth control: nuvaring. Concurrent conditions included hypertension since 2015, anxiety since 2008, asthma, depression since 2008, irregular menstrual cycle and emotional problems. Concomitant products included bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), citalopram from 2016 to 2018, lisinopril since 2015 and metoprolol since 2015. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In july 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In august 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 months 23 days after insertion of essure. On an unknown date, the patient experienced endometrial thickening ("thickened endometrial tissue -unable to visualize right ostia"). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed in december 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and endometrial thickening outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered endometrial thickening, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure insertion date as 04-mar-2014 and removal date as 29-dec-2014. Thickened endometrial tissue - unable to visualize right ostia. Patient had hysteroscopic sterilization performed in 2 stages, one tube successfully cannulated february 7 the second march 4. Her last menstrual period was june 23. The right cornua had 4 visible coils. 2 coils on left and 2 coils on right side. Plaintiff claimed another pregnancy on essure device in dec-2014.new case will be created for the same. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 06-jun-2014: total bilateral occlusion.. Ultrasound scan - on 26-aug-2014: 9 week 3 day intrauterine pregnancy is noted.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc(product technical complaint). Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))") and pregnancy with contraceptive device ("pregnancy (termination)") in a 37-year-old female patient who had essure (batch no. B63035-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, gravida ii and parity 1. Previously administered products included for birth control: nuvaring. Concurrent conditions included hypertension since 2015, anxiety since 2008, asthma, depression since 2008, irregular menstrual cycle and emotional problems. Concomitant products included bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), citalopram from 2016 to 2018, lisinopril since 2015 and metoprolol since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 months 23 days after insertion of essure. On an unknown date, the patient experienced endometrial thickening ("thickened endometrial tissue -unable to visualize right ostia"). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and endometrial thickening outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered endometrial thickening, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure insertion date as (B)(6) 2014 and removal date as (B)(6) 2014. Thickened endometrial tissue - unable to visualize right ostia. Patient had hysteroscopic sterilization performed in 2 stages, one tube successfully cannulated (B)(6) the second (B)(6). Her last menstrual period was (B)(6). The right cornua had 4 visible coils. 2 coils on left and 2 coils on right side. Plaintiff claimed another pregnancy on essure device in (B)(6) 2014. New case will be created for the same. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: 9 week 3 day intrauterine pregnancy is noted. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received. Event:thickened endometrial were added. Medical history were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))") and pregnancy with contraceptive device ("pregnancy (termination)") in a 37-year-old female patient who had essure (batch no. B63035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. Previously administered products included for birth control: nuvaring. Concurrent conditions included hypertension since 2015, anxiety since 2008, asthma, depression since 2008, irregular menstrual cycle and emotional problems. Concomitant products included bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), citalopram from 2016 to 2018, lisinopril since 2015 and metoprolol since 2015. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In july 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In august 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 months 23 days after insertion of essure. The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy). Essure was removed in december 2016. At the time of the report, the fallopian tube perforation and pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted in essure insertion date as (B)(6) 2014 and removal date as (B)(6) 2014. Thickened endometrial tissue - unable to visualize right ostia. Patient had hysteroscopic sterilization performed in 2 stages, one tube successfully cannulated february 7 the second march 4. Her last menstrual period was june 23. The right cornua had 4 visible coils. 2 coils on left and 2 coils on right side. Plaintiff claimed another pregnancy on essure device in (B)(6) 2014. New case will be created for the same. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2014: 9 week 3 day intrauterine pregnancy is noted.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr were received: lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), pregnancy (termination), fallopian tube perforation, pregnancy with contraceptive device and device ineffective were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.